Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the previously working remote monitor did not power on even after the batteries were replaced correctly.the monitor was replaced and later returned to the manufacturer. No patient complications were reported as a result of this event.

Event description:
The patient reported that the previously working remote monitor did not power on even after the batteries were replaced correctly. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. The monitor powers up with good batteries, the monitor is able to power up and is functioning normally.